Manufacturer narrative:
G4: 17aug2020. B4: 18aug2020. The customer reported that the touchscreen-only was damaged, but the lcd (liquid crystal display) was not. The customer evaluated the device with assistance from a philips remote service engineer (rse). The rse provided the customer the part number for a replacement touchscreen. A review of the complaint found no parts were ordered or service requested, and the case was closed. If the decision is made to have the device evaluated and repaired by philips a new service order will be opened. Three (3) good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22may2020.

Event description:
The customer reported that the touchscreen was damaged. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.